Event description:
Medtronic received information regarding an external ventricular drain (evd). It was reported that the nurse was in the patient's room on december 8, 2023 rolling the patient to change a bowel movement. When the nurse turned the patient, the nurse noticed the evd the patient had was disconnected from a stopcock site and had a small amount of drainage on the pads underneath the patient. The nurse reconnected it since the evd was continuing to pour out the patient's line in their back. After the nurse finished cleaning the patient the nurse notified the physician about the evd not connected. The physician said to reconnect and put a new pad under the line and reassess in 30 minutes for drainage. The nurse did as so and reassessed in 30 minutes only to find no drainage. Patient's vital signs were stable and icp (intracranial pressure) was stable. Evd was draining. A little over an hour later the nurse noticed the pad under the evd had a small amount of new drainage and had disconnected again. The nurse reconnected and let the physician be aw are. The physician said they would come to bedside to assess patient. Again patient's vital signs and icp were stable. The physician came to the bedside shortly after and determined it was a manufacture's defect in the evd. The physician replaced the evd drainage system at bedside. Vital signs and icp were stable. The line disconnected from the stopcock on both the distal and proximal sides. Both sides were bonded connections, not luer locks. The patient's status was alive-no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.